Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found disconnected tubing from pinch valve pv40. He replaced the tubing at pv40 and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained leak from a coulter lh 500 hematology analyzer. There were white blood cell (wbc) overflow errors and high vacuum error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.